Event description:
Reportedly, this stent compressed during deployment in the rt external iliac, so another stent was deployed to cover the lesion. No patient permanent injury. Note this device is indicated for use in the biliary tree.